Manufacturer narrative:
(B)(4). The instrument was received with the shaft sheath damaged at the instrument tip. A bent electrode could have caused this damage to the sheath. Caution should be taken not to retract the electrode into the sheath when it is bent. No conclusion could be reached as to how the tip of the electrode got bent.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The instrument was received with the shaft sheath damaged at the instrument tip. A bent electrode could have caused this damage to the sheath. Caution should be taken not to retract the electrode into the sheath when it is bent. No conclusion could be reached as to how the tip of the electrode got bent.

Event description:
It was reported that during a laparoscopic procedure, the tip of the device was melted in each device. Another device was used to complete the case. There were no adverse consequences to the patient.